Manufacturer narrative:
In addition to the adhesive peeling off from the illumination lens, service found the bending angle was out of specification, and there was play in the angulation knob, due to wear and stretching of the angulation wire. There was leakage from the forceps lever, the adhesive on the bending section cover was cracked due to external factors, and the angulation mechanism was locked due to a damaged friction plate. Scratches were observed on multiple parts of the device due to external factors. Leakage from the scope connector was not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was leaking from the scope connector. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the adhesive part of the illumination lens was peeled off. This report is being submitted for the malfunction found during evaluation of the device (adhesive peeling from the illumination lens). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. As a preventive measure, it is suggested that the user facility review the method of handling and usage environment of the device. Olympus will continue to monitor field performance for this device.